Manufacturer narrative:
Device evaluation summary: the pneumatic interface printed circuit assembly was returned for failure investigation. The part was visually inspected and functionally tested with no anomalies observed. Conclusion: there was no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the service engineer (se) evaluated the device and replaced the pneumatic interface (pi) board. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a system error alarm and ventilator stopped delivering breaths. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.